Manufacturer narrative:
Product analysis: analysis was able to confirm that the atrial knob on the external pulse generator (epg) did not work. Analysis also noted that the output connector assembly was broken and the encoder assembly was out of electrical specification, a capacitor on the main circuit board was damaged, the upper and lower case was broken, the display wire was pinched with insulation exposed, and an error was found in the log data. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial knob on the external pulse generator (epg) did not work. The epg was returned for service. There was no patient involvement.